Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. A photo was reviewed and it appeared apparent punctate like haze, opacityies inf and sup periphery & in lens body; opacification of remnant of ant capsule, inf, sup & lens body haze/opacity. Unable to determine origin nor exact position of apparent haze due to photo quality . Based on our observation of the photos, we are unable to determine origin nor exact position of apparent haze due to photo quality . A final root cause cannot be determined based on available information. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consultant ophthalmic surgeon reported that an intraocular lens (iol) implanted in the patient's left eye (os) was opacified 6 years after a combined vitrectomy for floaters and cataract surgery. The lens was explanted at an unknown date. Additional information was requested.